Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings triggered on the right ventricular (rv) lead. The (rv) and superior vena cava (svc) coils showed high/undefined impedance measurements. In addition, there were possible supra ventricular tachycardia (svt) episodes classified as vt, and the interrogation report showed questions marks for the charge energy measurement. The detections and therapies were turned off. The rv lead was capped and replaced. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.